Manufacturer narrative:
Imaging, medical records and the device have been requested for further analysis - when further information becomes available, an updated report will be submitted. Device has not been returned.

Manufacturer narrative:
Imaging review: according to agas medical consultant, the procedure was performed under tee guidance; balloon-sizing was performed for device selection; and the procedure was uneventful. After the patient was transported out of the cardiac catheterization laboratory, she experienced ventricular ectopy. A transthoracic echocardiogram (tte) was performed and showed the device had embolized into the left ventricle and was in and out of the left ventricular outflow tract. Surgery was consulted, the device was removed surgically and the defect was repaired with a patch. No other complications occurred. Two cds were provided for review: one contained fluoroscopic images of balloon-sizing, device placement and release; the other cd contained four echocardiograms (three tee and one tte). The tee performed during the procedure was most valuable and documented evaluation of the defect, balloon-sizing and device deployment. The tte available for review was performed post-embolization. The final tee documented the asd being repaired with a patch. According to the cardiac catheterization summary received for review, the delivery sheath was modified (beveled) for optimal device placement. The defect assessment showed a moderate-sized secundum asd. The aortic rim was small but adequate and the posterior rim was adequate but very thin and flailed. The superior rim was adequate in size and the svc and ivc rims were of good size except that the ivc rim was thin. The static diameter of the defect measured roughly 12-14mm in short axis view and 10-12mm in bi-caval view. Balloon-sizing was performed and several measurements were obtained. The defect measurements ranged from 15 to 17.1mm as recorded by the echocardiographer. An 18mm aso was selected and the implant was attempted. Despite the modification to the sheath, the left atrial disc was not parallel to the atrial septum so the device was retracted. Upon redeployment of both discs, the right atrial disc was observed on the left atrial side in the bi-caval view. The device was recaptured again and redeployed. Subsequent images showed that the aortic rim was captured properly by the left atrial disc. After the device was released, however, the right atrial disc moved again toward the left atrial side of the septum, therefore, the atrial rim was not captured in the superior and aortic region (anterior-superior area of the atrial septum). Based on the cath report, a snare was advanced, the right atrial disc pin was snared and the device was repositioned. Subsequent echo images showed good capture of the aortic rim. Other portions of the rims were not assessed although it was not clear whether this would have impacted the outcome. Analysis: the 18mm aso was returned to aga medical bloody. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Using a test delivery system, the device was retracted into the loader and deployed without any abnormalities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Conclusion: according to agas medical consultant the following conclusions were drawn: the patients complex, atrial septal anatomy combined with the thin and flailing posterior and ivc rims, although adequate in length, did not have enough support to retain the device. The small, right atrial disc embolized toward the left atrial side rather easily after the patient was transferred out of the cath lab. This most likely was associated with a transient increase in right atrial pressures which may have occurred when the patient was extubated or if the patient coughed following extubation, causing the pressure increase. After the device was released, the right atrial disc migrated into the left atrium toward the aortic and superior rims. The right atrial disc pin was snared and pulled into proper position. Considering the initial right atrial disc migration and the fact the aso had to be repositioned is indicative of an undersized device for the defect. According to agas medical consultant, a larger device should have been selected.

Event description:
According to the initial information received, an 18mm amplatzer septal occluder (aso) was successfully implanted on february 22 as evidenced by fluoroscopy and a transesophageal echo. The aso had been sized using a sizing balloon, fluoro and echo; the defect measured 15.6mm. When the (B)(6), female patient (B)(6) arrived in recovery, she experienced non-sustained, ventricular tachycardia. Another echo confirmed the aso had embolized to the left ventricle. She was admitted to surgery to have the aso retrieved at which point the defect was repaired with a patch. Her recovery has been uneventful.